Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer used food and was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The customer has lows every day and multiple times a day. The customer believes the pump is over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test.